Event description:
Customer reported experiencing motor errors with their insulin pump, which disrupted insulin delivery. There was no reported adverse impact. The customer declined further troubleshooting with technical support and initiated a new order. No additional information about corrective actions was provided.